Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Nurse of the hospital reported to our sales that it was observed that the tip of the screwdriver bent. A replacement was available and the surgery was completed.